Event description:
Medtronic received information that six hours after the implant of this transcatheter bioprosthetic valve, an electrocardiogram (ECG) indicated a mobitz type 1 second degree heart block. Subsequently, the same day, a permanent pacemaker was implanted. Twelve hours post-implant, the patient was reported to have had a cerebral vascular accident (cva). No other adverse patient effects were reported.

Manufacturer narrative:
Product analysis: the device remains implanted, therefore no product analysis can be performed. Conclusion: conduction disturbances are known potential adverse effects associated with any cardiac or thoracic procedure (open or catheter-based) and can be resolved with medical treatment or the implant of a permanent pacemaker (with the risk-benefit ratio in favor of implant of the percutaneous aortic valve). A conduction disturbance does not indicate a device malfunction or potential manufacturing issue. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The event description of stroke does not indicate a potential manufacturing issue. A variety of factors can influence the onset of s troke, and a conclusive cause could not be determined from the limited information available. It is a known potential adverse effect per corevalve instructions for use (IFU).